Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had drive count or time values or changes incorrect for moving or coasting. Too slow or too fast. The customer¿s blood glucose was unknown at the time of incident. Customer reports they were able to clear the alarm. Customer states they were able to rewind the pump. Customer reported that displacement test was passed. Customer states alarm occurred during basal delivery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. Device was tested with no drive count noted.